Event description:
Patient reported obtaining a blood glucose result of 140 mg/dl, while using the suspect device. Based on this result, patient reportedly delivered 30 - 36 units (exact amount not provided) of 70/30 insulin. Patient indicated that, 10 minutes later, he began exhibiting hypoglycemic symptoms (shaky, sweating, and feeling as if he might lose consciousness). Patient reportedly phoned emergency medical services, and upon their arrival, 5 minutes later, patient's blood glucose measured 46 mg/dl, on paramedics' device. Patient stated that he was treated with juice and crackers, after which he was transported to the hospital. Patient indicated that no additional treatment was received, at the hospital, and he was released 2 hours later. While on the line with technical support, a level-one quality control test was performed on the suspect device and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.